Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na), calcium (ca) and total protein (tp) results generated by the unicel dxc 600 pro synchron clinical systems for multiple patients. The erroneous results were reported outside of the lab. The samples were higher when repeated and the results were amended. Treatment was not initiated or withheld based upon the low results.

Manufacturer narrative:
Qc is run once a day. Qc results prior to and after the event were within the lab's established ranges. A field service engineer (fse) was on-site on (B)(4) 2010. The fse inspected multiple parts. The fse ran a precision test which matched beckman coulter guidelines. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.